Event description:
A customer reported a cartridge alarm during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Although technical support offered guidance, the customer chose to load a new cartridge independently and successfully resumed insulin therapy, resolving the issue.